Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed at the station. A field service engineer secured the loose row board cable connector to the drawer controller board connections for drawer 5-1 and 5-2 at main station 5est, and also, secured the row board cable connector to each individual row board connection a-e for drawer 5-1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 5.1 consistently failed and had read/write errors at 5est, preventing users from accessing medication. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.